Manufacturer narrative:
Evaluation summary: no product was returned, as it remains in-vivo. A cause for this common clinical event cannot be ascertained from the information provided; however there is no evidence that the implanted devices played a role in the event. Should additional substantive information regarding the case be received subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient underwent irrigation and debridement of the hip, as well as revision of fascia lata. Hip components were not removed during this revision.